Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined the reported failure to advance and the subsequent treatments appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a free perforation in a calcified left anterior descending (lad) coronary artery. An attempt was made to treat the perforation with a 3.5x16 rx graftmaster covered stent, but this device was unable to cross to the perforation due to lesion calcification. The patient was sent to the operating room for emergency coronary artery bypass graft (CABG) surgery due to the failure to cross to seal the perforation. CABG was successful. As of (B)(6) 2016, the patient is recovering from CABG and is in stable condition. No additional information was provided.